Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction injection was delivered to address bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.